Event description:
Reporter alleged taking additional insulin and becoming incoherent due to the results of the blood glucose monitoring device. Reporter stated device results were high throughout the day (329, 251, 215, & 298 mg/dl) and customer took an additional 50 units of insulin. Reporter stated becoming incoherent or out of it however did not go to the hospital or seek medical treatment. Reporter stated he continued to obtain high results on the device for 6 hours with the alleged strips that were being used at the time of the incident; however when using a different test strip, the device measure was 73 mg/dl. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.